Manufacturer narrative:
(B)(4). The date of patient¿s death was unknown, however, it was reported to have occurred on an unknown date in (B)(6) 2014. As the device was not returned and the serial number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for an unreported indication. The patient was discharged from the hospital on an unreported date. The patient subsequently passed away after discharge. The cause of death was reported as cardiac arrest. An autopsy was not performed. It was reported peritoneal dialysis therapy was ongoing until the time of death; however, it was not reported if the patient was performing therapy at the time the patient passed away. No additional information is available at this time.